Event description:
The service report shows the customer reported that the 840 ventilator turn off automatically. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the oxygen (o2) sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).